Event description:
The customer reported the ventilator is alarming blower temperature high. The ventilator continued to function however was removed from the patient and replaced with a different unit. No patient harm reported. Patient information requested.